Manufacturer narrative:
This one is the second revision surgery undergone by this patient (the patient had already undergone a revision surgery on (B)(6) 2015: MDR 2016-00140). On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: the quality of the radiographs supplied does not allow any radiographic analysis to be made. According to report, it's an aseptic loosening after one year on a revision tha. Revision tha's are known to have a higher loosening rate compared to primaries. However, the root cause for this loosening cannot be identified; there is no indication in the report that it was originated by a faulty device. Batch review performed on 29 march 2016. Lot 145891: (B)(4) items manufactured and released on 07 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 06 apr 2016 it was prepared a final report with the information being submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain due to the stem loosening in the right hip. The stem, head and liner have been replaced. The surgery has been completed successfully. X-rays are available. Explants are not available.